Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death). Conclusions: inherent risk of procedure (death).

Event description:
During the index procedure, the patient had an endeavor drug-eluting stent implanted in the cx. The patient died approximately 24 months post index procedure. The death was assessed as a cardiac death due to exacerbation of acute cardiac failure. The investigator assessed that there was no relationship between the event and the study device.

Manufacturer narrative:
Patient had a history of previous pci.